Manufacturer narrative:
The investigation is currently ongoing and conclusions will be sent in a f/u report to the FDA. (B)(4).

Event description:
The customer reported a loud noise. The tubestand moved downwards to the maximum down angle position.